Manufacturer narrative:
Temporal relationship exists between ccpd therapy with the liberty select cycler and the patient¿s adverse event(s) of nausea, vomiting and abdominal pain which required evaluation and hospitalization on (B)(6) 2018 through (B)(6) 2018. During hospitalization, it was discovered the patient had three compounding factors for the patient¿s abdominal pain; pneumoperitoneum, peritonitis and esophageal varices/upper gi bleed/gastritis. Based on the available information, there is no documentation that indicates the liberty select cycler caused the adverse event(s). Pneumoperitoneum (with associated abdominal pain) is a known potential complication in pd patients. It is unknown what, if any, medical intervention was required during hospitalization regarding this finding. Peritonitis is a well-documented complication in pd patients, with increased risk of occurrence with constipation. While the etiology of the peritonitis is unknown; the patient had concomitant obstipation (severe constipation). Therefore, the possibility exists the patient¿s severe constipation may have been related to the peritonitis event. The etiology for the patient¿s esophageal varices/upper gi bleed/gastritis is also unknown. However, gastrointestinal abnormalities are common among patients with renal failure. The device was not returned to the manufacturing plant for investigation. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
Peritoneal dialysis patient contact reported that the patient was recently in the hospital and believe it is due to cycler overfilling patient. Follow up with the patient¿s peritoneal dialysis nurse (pdrn) for this patient was contacted for follow-up on (B)(6) 2018. During the call the pdrn reported the patient was hospitalized from (B)(6) 2018 through (B)(6) 2018 for an unspecified gastrointestinal (gi) complication, the etiology of which is unknown. It was reported the patient has been experiencing nausea and vomiting for the past two months. However, the pdrn states the event(s) were unrelated to pd therapy, and reportedly there was no overfill caused by the liberty select cycler. Additional information was requested at the completion of the call. The discharge summary was received on (B)(6) 2018 and revealed the patient presented to the emergency room (ER) on (B)(6) 2018 with nausea, intractable vomiting (coffee ground emesis) and abdominal pain for 4 days (originally reported as 2 months). The patient was admitted to the intensive care unit (ICU) for further evaluation of possible peritonitis and upper gi bleed. The patient was started on prophylactic intraperitoneal (ip) vancomycin 1g (frequency and duration unknown), zofran (dosage, frequency, duration and route unknown) for nausea, as well as an intravenous (IV) protonix drip (dosage, frequency, duration and route unknown) to treat the gi bleed. Over the next several days the patient underwent at computed tomography (CT) scan (date unknown) which revealed a pneumoperitoneum, and a chest x-ray ((B)(6) 2018) which showed significant obstipation and an esophagogastroduodenoscopy (egd) which showed esophageal varices and gastritis. Hematological results showed an elevated white blood cell (wbc) of 16.6 x10^3, however peritoneal effluent fluid cultures were negative for growth.

Manufacturer narrative:
Correction: event date.

Event description:
"."

Event description:
"."